Manufacturer narrative:
A cardioquip customer completed hpc testing on their device. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. On 08/15/2024 the customer requested a device trade in quote. No new information has been received as of the date of this report. If the customer proceeds with a trade in they will receive a brand new device which is fully functional and within specification.

Event description:
A cardioquip customer requested an iwpr quote due to water samples that were collected and tested by the customer, resulting in hpc test results of 507,000 mpn/ml, exceeding the <100 mpn/ml threshold for contamination. No patient involvement was reported.